Event description:
It was reported that the nurse getting non-recoverable error 72 (primary outlet water temperature sensor out of range - low resistance). Advised to turn device off and on. If alarm persists, device would need to go to biomed. Per follow up information received via task on 26nov2024, spoke with biomed who received this device. Tank harness was replaced onsite and returned to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed tank harness. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting non-recoverable error 72 (primary outlet water temperature sensor out of range - low resistance). Advised to turn device off and on. If alarm persists, device would need to go to biomed.